Manufacturer narrative:
Product analysis: analysis confirmed the customer comment. There was no response after booting the programmer. The power supply was broken. The power supply was replaced. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer would power off automatically. The programmer was returned for service. No patient complications have been reported as a result of this event.